Event description:
Based on info reported to davol: (B)(6) 2011 - pt underwent repair of parastomal hernia and large midline hernia with 19 x 28 xenmatrix. The surgeon used the one piece in a diamond shaped fashion to cover both areas. On (B)(6) 2011 -- pt returned to the operating room for bowel leak and surgeon reported gross contamination of feces found in abdominal wound. Xenmatrix was removed. Pt reportedly to be critically ill due to sepsis.

Manufacturer narrative:
We have contacted the user facility to obtain additional info and to have the graft returned for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been received, no specific device failure has been indicated, no lot number has been provided, and no sample has been returned for eval. While there is no indication that the graft was the source of the reported infection, the product's IFU states: "if an infection develops, it should be treated aggressively." Based on the info provided, no conclusion can be drawn.